Event description:
A malfunction was reported after the pump was exposed to water in a shower, although it was not submerged. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact reported. Technical support provided a resolution by sending a replacement pump to the customer, who would use a backup insulin pump in the meantime. The customer was instructed on how to store the faulty pump and return it to tandem using a ups return box with a pre-paid label. The shipping details were confirmed, and delivery would require a signature.